Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient (75 year old) underwent idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered pericardial effusion requiring no intervention. It was reported that the patient suffered a pericardial effusion. The effusion was discovered using intracardiac echo (ice), toward the end of the case. Patient did not have any signs or symptoms. Patient was noted to be combative, with much movement, during the procedure. Pericardiocentesis was performed. Protamine was given at the end of the procedure, for an act of 310. No evidence of a steam pop. A max of 40 watts was used during the procedure. Total number of lesions delivered: 15. Total rf time: 13 min 4 secs. 350 ml fluid delivered. 15ml/min was flow setting on the pump for ablation. No error messages noted on the smartablate. "Learn new" messages noted throughout the case on the carto system due to patient movement. Force visualization features used: vector, dashboard. Visitag parameters: visitag not used. Manual ablation tags used. Soundstar in use. Brk 1 needle used for transseptal puncture, with a safe sept device. This adverse event was discovered post use of biosense webster products and after ablation was performed. There was no evidence of steam pop. Physician¿s opinion on the cause of the event was that the patient was combative and moved during the transeptal procedure. Afterwards, the patient was in stable condition and admitted to the hospital. The outcome of the patient is fully recovered. The patient¿s condition required extended stay for monitoring. The physician believes the event occurred during transseptal. All standard instructions for use (IFU) settings were used. There was no error messages observed on biosense webster equipment during the procedure. Dashboard and vector were used for force visualization. The event is being conservatively reported under the stsf because the CT was confirmed/discovered after ablation has been already applied, so we cannot exclude the relationship between the rf application with our product and the adverse event occurrence. Cardiac tamponade may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable.

Manufacturer narrative:
On 10/19/2020, the product investigation was completed. It was reported that a male patient (75 year old) underwent idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered pericardial effusion requiring no intervention. It was reported that the patient suffered a pericardial effusion. The effusion was discovered using intracardiac echo (ice), toward the end of the case. Patient did not have any signs or symptoms. Patient was noted to be combative, with much movement, during the procedure. Pericardiocentesis was performed. Protamine was given at the end of the procedure, for an act of 310. No evidence of a steam pop. A max of 40 watts was used during the procedure. Total number of lesions delivered: 15. Total rf time: 13 min 4 secs. 350 ml fluid delivered. 15ml/min was flow setting on the pump for ablation. No error messages noted on the smartablate. "Learn new" messages noted throughout the case on the carto system due to patient movement. Force visualization features used: vector, dashboard. Visitag parameters: visitag not used. Manual ablation tags used. Soundstar in use. Brk 1 needle used for transseptal puncture, with a safe sept device. This adverse event was discovered post use of biosense webster products and after ablation was performed. There was no evidence of steam pop. Physician¿s opinion on the cause of the event was that the patient was combative and moved during the transeptal procedure. Afterwards, the patient was in stable condition and admitted to the hospital. The outcome of the patient is fully recovered. The patient¿s condition required extended stay for monitoring. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).